Manufacturer narrative:
(B)(4) evaluated the devices, and the reported problem could not be confirmed or duplicated. The devices were observed while operating under magnification and measure with an optical comparator, and they met all requirements and no problems were observed. It is possible that the reported wobbling may have been caused by the attachment used at the customer site. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reporter from the USA reported that the cutter wobbles. It is unknown if the device was used in surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. The occurrence date is unknown. There wa sno additional information available.